Manufacturer narrative:
Article citation: laroche, daniel et al., "real-world retrospective consecutive study of ab interno xen 45 gel stent implant with mitomycin c in black and afro-latino patients with glaucoma: 40% required secondary glaucoma surgery at 1 year. " middle east african journal of opthalmology, (2019) vol. 26, no. 4, pp. 229-234. Request for further information from the author has been made. Allergan has received no response from the author. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The journal article "real-world retrospective consecutive study of ab interno xen 45 gel stent implant with mitomycin c in black and afro-latino patients with glaucoma: 40% required secondary glaucoma surgery at 1 year" discussed 20 eyes received the xen 45 gel stent. 8 of these eyes failed before the 12 months was over requiring additional glaucoma surgery. Five were converted to a glaucoma procedure and/or explanted.